Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to site discomfort and the ipg feeling close to the skin level. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site and the ipg feeling close to the skin level. Patient underwent surgical intervention on (B)(6) 2024 to replace the ipg thus restoring therapy.